Event description:
One of the 4.5 cortical screws that goes into the 4 hole plate sheared off just 3 threads below the head while being tightened. There was no screw removal set; therefore the threaded end remains in the patient.